Manufacturer narrative:
(B)(4). The complaint was not confirmed due to a lack of sample. The root cause was not determined. The supplier performed a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The supplier states that no corrective/preventative actions have been defined because they were unable to define what happened and the relevant causes.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was reported as discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
The facility representative reported to baxter (B)(4) that during patient use, the nurse noted a leak at the transducer. No patient injury or medical intervention was reported along with this complaint. There is no additional information available at this tme.